Event description:
Same case as MDR ID: 2134265-2014-02501. (B)(4). It was reported that cardiogenic shock and patient death occurred. On (B)(6) 2013, the patient presented due to unstable angina and cardiac catheterization was recommended. The index procedure was performed. Target lesion # 1 was a de novo lesion located in the mid segment of saphenous vein graft (svg) to mid right coronary artery (rca) with 75% stenosis and was 14 mm long with a reference vessel diameter of 4.0 mm. The lesion was treated with direct placement of 3.50 mm x 16 mm promus element plus, with 10% residual stenosis. Subsequently, target lesion # 2 was a de novo lesion located in the right posterior descending artery (r-pda) with 90% stenosis and was 10 mm long with a reference vessel diameter of 2.25 mm. The lesion was treated with pre-dilatation and placement of a 2.25 x 12 mm promus element plus, with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. On (B)(6) 2014, the patient had post-surgical coronary artery bypass graft (CABG) cardiogenic shock. The patient was hospitalized and underwent coronary artery bypass grafting and aortic valve replacement. Two days post procedure, the patient died.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that prior to index procedure the patient also presented with aortic stenosis and severe recurrent coronary artery disease (cad). A 4.00mm x 16 mm promus element plus stent was implanted in target lesion #1 and not 3.50mm x 16 mm promus element plus stent as previously reported. In (B)(6) 2014, the patient presented with recurrent angina, dyspnea and significant aortic stenosis for which aortic angiography and coronary angiography was performed. Aortic root angiography reveled aortic insufficiency. In addition, coronary angiography revealed patent study stents. Eighteen days from the onset of symptoms, the patient presented with angina. The patient was treated with 1-vessel redo coronary artery bypass graft (CABG), including saphenous vein graft (svg) to diagonal. The patient also underwent left femoral intra aortic balloon pump placement on the same day. Two days post procedure, the patient died due to post operative cardiogenic shock and right ventricular (rv) dysfunction. The patient died of postoperative complications causing irreversible severe acidosis.

Manufacturer narrative:
Event date corrected from (B)(6) 2014. (B)(4).